Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found that the anchor is seated on the distal tip of the inserter and secured in place with the sutures through the shaft, which are wrapped around the handle posts and locked into the sliding ring. A review of the customer provided image found that the anchor is still seated on the inserter, and the sutures appear to be locked and secured into the sliding ring. The device is unpackaged and is being handled. The reflection in the image appears to show that the device is outside and not in a surgical environment. Visual inspection of the returned device found that it is not in its original packaging. The anchor is still seated fully on the shaft of the device. And the sutures are passing through the shaft and are locked in to place in the sliding ring. There is debris in the suture window of the anchor. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a shoulder cuff repair surgery, the footprint anchor slipped off after it was implanted. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found that the anchor is seated on the distal tip of the inserter and secured in place with the sutures through the shaft, which are wrapped around the handle posts and locked into the sliding ring. A review of the customer provided image found that the anchor is still seated on the inserter, and the sutures appear to be locked and secured into the sliding ring. The device is unpackaged and is being handled. The reflection in the image appears to show that the device is outside and not in a surgical environment. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, an impact event inconsistent with normal use, or unlocking the suture from the sliding ring of the device prematurely. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.